Event description:
Caller alleging discrepant inratio value. On (B)(6) 2014, inratio 2.5. Pt went to dr's office on (B)(6) 2014 to confirm inratio because he was experiencing a nose bleed. Dr's poc 5.0. Dr drew pt's blood and sent to lab for comparison. Lab result 4.9. Coumadin dosage decreased to 2.5 mg 12/5 to 12/07. Pt resumed alternating coumadin 4.5 mg and 5 mg on (B)(6) 2014. Two hours between inratio and dr's poc. Five minutes between dr's poc and lab draw. Pt's therapeutic range 3-4. No treatment provided for nose bleed. Nosebleed resolved without further intervention. Pt admitted meter not in correct mode when fingerstick performed; milking finger after fingerstick. No add'l info provided.

Manufacturer narrative:
Investigation pending.